Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were not responsive. The customer's blood glucose was unknown. The customer stated that the screen was cracked, there was crack by battery cap by where it screws in, no delivery alarms without explanation, having issues turning on back light. The insulin pump will not be returned for analysis.